Manufacturer narrative:
(B)(4). Treatment for this event was vancomycin (intraperitoneally, twice a week for 23 days starting the same day as onset, dose not reported). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for peritonitis. On the same day as the event onset, the patient was treated with intraperitoneal vancomycin (two times a week for three weeks; dose not reported) for peritonitis. Action taken with therapy was not reported. Twenty three days after event onset, the vancomycin was discontinued and the patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: treatment for the peritonitis was not reported (previously reported as intraperitoneal vancomycin treatment). The peritoneal dialysis therapy was ongoing(previously reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.